Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a sense of suppression in the chest and panting. The patient presented on two separate occasions to hospital for implantable pulse generator (ipg) program check, however, both facilities confirmed the signal of the ipg could not be tested, and unable to perform program check. Patient called the physician in charge and patient was informed that a program check had been scheduled. It was also reported that again, the patient had frequent symptoms and called for program check, and planned to have replacement operation. The patient suspected that the ipg reached premature battery depletion during warranty time and called for replacement warranty should suspicion be confirmed. Approximately, three days later follow up was conducted with the patient and patient's heart rate in daytime was 65bpm and 45bpm at night, patient had symptom of upper limb skeletal muscle stimulation. A possible lead broken or device reached eri was indicated. An ipg program check was scheduled, and the device remains in use. Follow up information indicated the patient was seen by physician again and had program check performed. The device was confirmed reached premature battery depletion during warranty time. Unknown whether any patient symptoms and/or complications associated with ipg performance issue/malfunction. The lead serial number, and manufacturer information not available at present. The lead was checked and confirmed no problem. Patient had device replacement operation. No patient complications have been reported as a result of this event.